Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.